Manufacturer narrative:
The device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the efm and ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.